Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 896 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed a motor stall occurred on (B)(6) 2017 at 22:36 with a stopped pump period may exceed tube set message on (B)(6)2017. The motor stall was active. The reporter denied any emi (electromagnetic interference) or magnetic interaction with the pump. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced on (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
Logs showed the pump was delivering baclofen 2000.0 mcg/ml at 895.8 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. Logs showed the pump was delivering baclofen 2000.0 mcg/ml at 895.8 mcg/day. Conflicting information reported that the patient¿s pump had failed and started beeping beginning on (B)(6) 2017 (despite logs showing the first motor stall occurred on (B)(6) 2017). The patient was evaluated by the healthcare provider (hcp) as there was concern that the reservoir had run out. However, the pump was interrogated and noted to be filled. The patient was sent to [another hcp] to investigate replacement. The patient presented with withdrawal on (B)(6) 2017. Contractures were noted. The plan was to admit [the patient]. The patient had been healthy without any other additional complaints. The patient¿s medications included lioresal 10 mg tablet, bath/shower seat, adult incontinence briefs, robitussin dm 100 mg-10 mg/5 ml syrup, epinephrine 0.3 mg/0.3 ml injections, hydrogen peroxide 3% solution, systane 0.4-0.3% solution, dentifrices (mi paste plus den), mylanta,maalox 200-200-20 mg/5 ml, bacitracin 500 unit/gm, tylenol 325 mg tablet. Patient allergies included latex with rash reactions. The patient¿s active problem list included perinatal asphyxia affecting newborn, hydrocephalus, cerebral palsy, spells, functional incontinence, neurogenic bladder, muscle spasm. The patient¿s medical history included anxiety, asphyxia, cataract (prior surgery), cerebral palsy, depression (little), hydrocephalus, jaundice, neuromuscular disorder (nerves), and seizures. The patient¿s surgical history included cataracts, endoscopic gastrostomy tube placed, corrective surgery for hips, vp shunt placed. The patient had never been a smoker, never used tobacco, did not use alcohol, did not use drugs, and did not partake in sexual activity.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.